Event description:
The following was reported to davol by the patient's attorney: on (B)(6 )2009 - the patient was implanted with a davol soft mesh that was placed during a pelvic procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
This is an addendum to the initial MDR. The patient fact sheet includes allegations of infection, extrusion and erosion. In regards to infection the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Extrusion and erosion are addressed in the adverse reaction section of the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Medical records have not been provided and based on the limited information obtained at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. If additional information is obtained, a follow up MDR will be submitted.

Event description:
This is an addendum to the initial MDR and is based on information extracted from the patient fact sheet provided by the attorney: (B)(6) 2012 - patient underwent a revision procedure due to suburethral sling erosion, incontinence and dyspareunia. The actions taken during the revision procedure to address the patient condition(s) were not provided. The patient legal fact sheet alleges the patient suffered from pain, erosion, extrusion, infection, urinary problems, bowel problems, bleeding, dyspareunia and vaginal scarring.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent due to additional information provided to davol by the patient's attorney. The additional medical records provided indicated the patient was diagnosed with vaginal mesh erosion and underwent removal of the bard soft mesh approximately three years post implant. It was previously reported that the patient experienced infection, however, based on the medical records provided there was no indication in the information provided that the patient experienced any type of infection. Infection is listed as a known possible adverse reaction in the instructions-for-use. With the current information no definitive conclusion can be made. A DHR review was conducted which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, this report will be updated.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2009 - the patient was diagnosed with stress urinary incontinence, urethra hypermobility and an old labial laceration. The patient underwent a tension free vaginal urethroplasty with implant of a bard soft mesh, left sided labiaplasty followed by cystoscopy. Per the operative details, "a piece of bard polypropylene (davol soft) that had been shaped to approx. 2cm in width and 7cm in length was placed retropubically." On (B)(6) 2012 - the patient was diagnosed with vaginal mesh exposure/erosion and underwent removal of the bard soft mesh. Per the operative details "sling (davol soft) freed from overlying urethra with sharp and blunt dissection. Sling excised sharply of either side or urethra. No palpable midline material noted after excision."